Event description:
A report was received that the patient's stimulator would turn on by itself at night and the patient would feel a shooting pain down his legs. A database analysis indicated that the ipg was prematurely depleting. The physician has recommend an ipg revision.

Manufacturer narrative:
Additional information was received that the patient's ipg was replaced. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was confirmed. The ipg exhibited excessive battery depletion due to high current leakage. The device profile indicates that the device depletion rate was normal prior to the implant. It appears that the device characteristics had been changed after the implant due to unknown reason.

Event description:
A report was received that the patient's stimulator would turn on by itself at night and the patient would feel a shooting pain down his legs. A database analysis indicated that the ipg was prematurely depleting. The physician has recommend an ipg revision.